Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a scanner error message during a refractive procedure. System locked and had to be restarted. Procedure was completed with a delay.

Manufacturer narrative:
At the visit on site, the field service engineer (fse) could not reproduce the reported issue. The device meets the specifications. No abnormalities that could have contributed to this event were found during review of the device history. There is no indication for a device malfunction. The root cause cannot be identified conclusively. (B)(4).